Event description:
Black floating object in the dialyzer and an auto-effluent bag had a leak in it. They were reported to baxter and multiple attempts were made to contact them with no answer. Manufacturer response for crrt prismax auto effluent set, (brand not provided) (per site reporter). No response after multiple attempts.